Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that after an implant, the device check revealed that the lead impedance alert occurred due to high impedance of the right ventricular lead. There was also a rise in thresholds. Dislodgement or a helix issue was suspected. The doctor scheduled to go back into the pocket to fix the problem. No patient complications have been reported as a result of this event.